Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The permanent cautery hook (pch) instrument was analyzed and found to have a broken conductor wire. The instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across on grip tip. There was no obvious damage to the conductor wire(s). The instrument was further evaluated and the initial findings were confirmed. The instrument was tested for continuity and failed. The instrument was disassembled, and the conductor wire break was isolated to the distal end. Upon disassembly, the conductor wire was found to be broken inside the yaw pulley. No thermal damage was observed. These issues can result in damage to the wire itself and the weld.

Event description:
It was reported that during a da vinci-assisted transabdominal preperitoneal (tapp) umbilical hernia surgical procedure, the 8mm permanent cautery hook instrument was loose and not working properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer had no additional information available.